Event description:
It was reported to philips that the system was unable to boot, entering a reboot cycle. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing diagnosis, which was delayed and was completed using another system. It was reported that the equipment didn¿t work. Upon further inspection, philips field service engineer (fse) visited onsite and reviewed the error logs; the system shutdown incompletely; when booted up that morning the system was stuck in a reboot cycle after incomplete shut down; system was down. The multiple reboots allowed to image the system after each reboot. Fse was unable to duplicate the error after several attempts at reboot. The system was returned to use in good working. The codes were updated based on the investigation outcome.